Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
It was reported that the customer suspect the displayed parameter value was inaccurate. The device cannot be charged and an "error in data storage" error message was observed. Additionally, the customer reported sphb, spmet, and pvi values were inaccurate when compared with another radical-7 unit on the same patient. No known impact or consequence to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During this evaluation, the device was able to power using battery power, but failed to power on when placed in docking station. Communication could not successfully be established between the docking station and the device. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Manual and preset simulation tests all passed, the customer's complaint in regards to parameter values not being correct could not be duplicated. Internal inspection showed pogo pin (9) on (j5) would get stuck when pressed; which could result in the experienced communication issues between the device and the docking station. 5v was present on pin (6) of (j5) on the docking station even though that voltage should only be present when the device is in the docking station. U21 on the device instrument board is not working correctly resulting in communication problems between the device and the docking station. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event. Initial reporter address exceeded the maximum allowable characters, address is as follows: (B)(6).